Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 21, 2024. Upon further investigation of the reported event, the following information is new and/or changed: d1 (updated brand name); d2a (updated common device name); d4 (additional device information - added exp date and updated primary unique device identification (UDI) number); d9 (device availability - added date returned to manufacturer); g3 (date received by manufacturer) ; g6 (indication that this is a follow-up report) ; h2 (follow-up due to correction and additional information) ; h3 (device evaluation anticipated by manufacturer); h4 (device manufacture date). A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H6 (identification of evaluation codes 10, 3331, 213, 67). The returned sample was visually inspected upon receipt, with no anomalies noted such as breakage. After having been rinsed and dried, the unit was then tested for oxygen transfer and carbon dioxide removal performance, in accordance with the product inspected control. The sample was found to have no anomalies and meet the factory' specifications; therefore, the cause of the occurrence could not be determined. The manufacturing and incoming inspection record of the actual sample was found to have no anomalies. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass (cpb), 40 minutes into initiation of bypass, the partial pressure of oxygen (po2) decreased to 50-70 mmhg and remained in that range until the end of bypass. The fraction of inspired oxygen (fio2) was set to 100%, oxygen line was checked and blood gases were drawn, which verified that the issue was likely due to the oxygenator. The anesthesiologist was made aware of the issue and a decision was made with the surgeon to not change out the oxygenator as we would soon be coming off bypass and onto biventricular assist device. No health consequences or impact. Product was not changed out. Procedure completed successfully. It is unknown if there was any blood loss.